Event description:
It was reported that during an implant procedure, the patient's right ventricular lead exhibited high capture threshold. During repositioning, the helix of the lead failed to be retracted. The lead was not used and another lead was implanted on 13 aug 2024. The patient had no consequences.

Manufacturer narrative:
Investigation findings was updated to unintended use error caused or contributed to event.

Manufacturer narrative:
The reported events were a helix mechanism issue and inadequate capture. The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis found the helix mechanism test was unable to be performed due to the helix bent / stretched as received consisted with procedural damage. X-ray examination confirmed the helix was bent / stretched. The cause of the reported event of a helix mechanism issue was isolated to the bent / stretched helix as received. The reported event of inadequate capture was not confirmed. Final analysis found no indication of conductor fractures or internal shorts.